Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only". H4: device manufacture date: 26-jul-2023 (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated intraocular pressure (iop). Due to excessive vault and elevated iop, the lens was explanted and the problem was resolved. The cause of the event was due to patient-related factor and the device did not fail to perform as intended. The patient had tendency to higher iop than standard.